Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 155 mg/dl. The customer stated that he was unable to use the insulin pump because it was stuck in the prime mode. Nothing further was reported.